Event description:
It was reported that the device was powering on after the device is powered off. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device was powering on after the device was powered off, which was not identified during the customer call. The tech support reviewed with the customer to inspect the front case/keypad for any compromise to the keypress. The customer requested to send back for repairs and was transferred to service notification to assist with the RMA request. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.